Event description:
Provider alleged power switch is defective. Per independent repair center statement, customer stated alarm will not function. The key failure was power switch for the control panel was defective.